Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she was sleeping when she woke up experiencing high blood glucose level, nausea, diarrhea, chest pain as if she was having a heart attack, labored breathing, high blood pressure and vomiting. The patient's blood glucose level was high the whole night though she had stomach infection or food poisoning. At the time of incident, blood glucose level was at 330 mg/dl, then 360 mg/dl and by the time she got to the hospital, it was 409 mg/dl. She was admitted to the hospital with diabetic ketoacidosis where she received insulin drip. She stayed in the intensive care unit for three days because she did not know that the infusion set was leaking from the tubing at the top of tubing connector, which connects to the reservoir. The tubing did not detach and the pump was not dropped with the set in place. At the time of this report, the patient's blood glucose level was at 144 mg/dl. No further information available.